Event description:
Note: the date of event is unknown. According to the complaint, during the procedure, the seal was lost while trying to aspirate the cytology. There were no patient complications reported as a result of this event.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Other : disposed.